Manufacturer narrative:
Only the insert rod was returned. The scissor housing and all components were missing. Evaluation of the returned component, the work orders used to manufacture this product, complaint history for this product family, and testing other scissor inserts to failure all indicate that fracturing of the rod resulting in disengagement of the scissor housing will not occur if the product is used as indicated in the instructions for use. It is possible to fracture the rod with forces exceeding those expected when cutting soft tissue in surgery but the scissor housing is threaded into the handle retaining all broken components. Encision has not received any other reports of a fracture of the scissor rod resulting in components detaching. No trend has been identified. No corrective action required.

Event description:
Aem disposable curved scissors (es0102 lot udf): broke tip off of scissors when using device. Physician retrieved broken scissors head. X-ray taken confirmed that there was zero retained metal.